Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 498 mg/dl. Customer had treated their blood glucose with 20 units of insulin by manual injection. It was also found the customer did not have any symptoms of high blood glucose. Customer also reported their insulin pump under-delivered insulin to their body. The customer had programmed a 6.0 unit bolus and the insulin pump only delivered 5.4 units. It was also found a no delivery alarm occurred. It was also found the customer had a bent cannula after removing their infusion set. Customer stated they did not have a no delivery alarm since. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.